Event description:
It was reported that following a stenting treatment procedure, acute thrombosis occurred. The index procedure treated the left anterior descending artery. Treatment utilized pre-dilation with a 2.0 mm maverick balloon inflated to 12 atm's, placed a 3.0x16mm promus element stent deployed at 12 atm's and utilized post dilation with a 3.0x10mm non bsc balloon. Four hours later, the patient experienced an acute myocardial infarction and was brought back to the cath lab which revealed a 100% occluded acute in-stent thrombosis. An extraction device was used to remove the thrombus and further investigation with ivus revealed that the index stent was poorly apposed. A 3.5x10mm non bsc balloon was used to further post dilate the 3.0x16mm promus element stent resulting in 0% residual stenosis. The patient was discharged three days later. There were no further patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).